Event description:
Reporter alleged obtaining discrepant blood glucose results in the 300s-400s mg/dl back to back with a result in the 90s-118 mg/dl when testing was performed on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.